Manufacturer narrative:
(B)(4) has not received the product associated to this complaint; therefore the complaint cannot be verified nor investigated. The DHR was reviewed and no non-conformances associated to the complaint were found for lot #cf1408006; the lot number listed in the complaint.

Event description:
Initial reporter stated that the curlin tubing was leaking from a hole about 6" below the curlin pump. No injury to a patient was reported. (B)(4).